Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had been experiencing issues where the main cart monitor would be completely black upon boot. The site was able to unplug the power from the monitor and reseat it, and the issue would temporarily be resolved. The clinical specialist (cs) was able to recreate the black monitor issue and found that all lights on the uninterruptible power supply (ups) appeared normal. Cs then swapped the camera cart monitor with the main cart monitor and found that the camera cart monitor was able to receive power. The issue followed the main cart monitor. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795.: h3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.